Event description:
Iabp (intra-aortic balloon pump) shut off 2 times while connected to patient. Equipment states due to "overheating". Second iabp was attempted to be swapped for use and read "autofill error"). Rep was contacted. Iabp reading "autofill error" was able to be reset and functioning subsequently through conversation with rep and is working at this time. Instructed to send to biomed once patient use is discontinued. Iabp with overheating issue has been discontinued and is being sent to biomed. This is the second time the overheating issue has occurred in the past month with the maquet iabp, but with separate devices. Manufacturer response for maquet iabp, maquet (per site reporter). It will be serviced in our biomed department by the manufacturer's representative. Manufacturer response for maquet iabp, maquet (per site reporter). Manufacturer's representative will service here.